Event description:
It was reported that this lead was an attempted implant due to low amplitude. No values were recorded. Therefore, the physician opted to explant it, and a new lead was successfully implanted. No adverse patient effects were reported. It is not expected to receive this lead for analysis since it was discarded.